Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 596 mg/dl; the cannula on her infusion set was bent. The customer was vomiting after having high blood glucose overnight. Her blood glucose was 400 mg/dl at two in the morning, so she changed her infusion set. When the customer woke up hours later her blood glucose exceeded 500 mg/dl. The two highs in the middle of the night were the result of two bent cannulas in a row. At the hospital the patient was treated with manual insulin injections and an IV of fluids. The customer was advised that longer cannulas may work better for her. The insulin pump was not returned or replaced, and samples of three different infusion sets were shipped to the customer.